Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy. Pod was not worn.

Manufacturer narrative:
The data presented an 0x5c alarm, timeouts, and a drive stall. The device was reset and rerun. The rerun data presented no anomalies. The alarm was triggered and deactivated the device before the completion of second prime, and can be confirmed as the cause of the needle not deploying. The cause of the high pulse widths, timeouts, and drive stall could not be determined. Brass shavings were observed on the leadscrew. Due to no resistance being observed when manually rotating the ratchet gear and the rerun data presenting no anomalies, these brass shavings can not be confirmed as the cause of the 0x5c alarm or the failure of the needle deploying.